Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult to peel microintroducer is confirmed and appears to be manufacturing related. One 5 fr x 7 cm microez microintroducer was returned for evaluation. The peel tabs and grey sheath were returned fully peeled. Dried blood residue and evidence of use was noted on the device. The dilator was not returned. Microscopic inspection of the peel tab revealed one of the tabs to contain an uneven amount of material at the splitting surface. The material was observed to form a ring. The uneven peeling is a likely contributing factor to the difficult removal from the catheter; therefore, the complaint is confirmed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the introducer sheath was unable to be peeled away and unable to be removed from the catheter. Therefore, the tip of the introducer sheath was forcibly peeled away and the placement procedure was completed. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A batch history review (bhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the introducer sheath was unable to be peeled away and unable to be removed from the catheter. Therefore, the tip of the introducer sheath was forcibly peeled away and the placement procedure was completed. There was no reported patient injury.